Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, even the t1 implant was deployed correctly, the t2 implant did not deploy from the fast-fix 360 (B)(4). In addition, the t1 implants of two (2) fast-fix devices were hanging loose from the instruments when removed from the packaging (B)(4). The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed it was not returned in the original packaging. The t1 is off the needle but still attached to the suture. The t2 is still in place on the needle. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. A functional evaluation of the device showed the actuator moved to the end of the needle, the back to the pre-t2 position. It then pushed the t2 off the needle and returned to the pre-t1/post-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.